Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "scar sclerotic tissue band with synovial metaplasic focal reaction" and "moderate active chronic inflammation of the stroma with reaction to a foreign body." Patient's "self-esteem" was negatively impacted due to the event. The device has been explanted.

Event description:
Patient reported "scar sclerotic tissue band with synovial metaplasic focal reaction" and "moderate active chronic inflammation of the stroma with reaction to a foreign body." Patient's "self-esteem" was negatively impacted due to the event. The device has been explanted.